Manufacturer narrative:
Add 1912, remove 2692.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined assistance from tandem technical support regarding the issue. The customer reported a low blood glucose of 46 mg/dl, which was treated by consuming carbohydrates. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.